Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported there was much difficulty advancing a trunk-ipsilateral leg component through the sheath. However, the device was reportedly able to be advanced into position at the renal arteries. The trunk was reportedly landed more proximal than intended with the plan of reconstraining the device into position directly below an accessory renal artery. It was reported that after the first step of deployment line was performed, the olive tip appeared to come down inside the endoprosthesis ~ 1.5 cm. The olive tip reportedly did not appear to detach from the delivery catheter. It was reported the delivery catheter was stabilized and did not move during deployment. The cause of the olive tip movement is reportedly unknown. The trunk was reportedly pulled distally without reconstraining to land at the target accessory renal artery. The contralateral gate was cannulated, and a contralateral leg component was implanted with no issue. Deployment was then reportedly completed on the trunk with no further issue. When the trunk delivery catheter was removed from the patient, the delivery catheter reportedly showed no damage or detachment of the leading olive. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include cipro, atenolol, nitrosta, simvastatin, betamethasone dipropionate, lisinopril, viagra, niacinamide, zyrtec, centrum, and aspirtim. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the event could not be determined with the provided information.